Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was implanted with the lvad after an anterior wall myocardial infarction and cardiogenic shock that required placement of extracorporeal circulatory support and initiation of extracorporeal membrane oxygenation pre-implant. Since implant, it was reported that the patient experienced intermittent high pump powers up to 10-13 watts. The patient's lactate dehydrogenase (ldh) level initially post-implant was 285 u/l but had increased to 618 u/l and to 658 u/l; haptoglobin was noted to be undetectable, and the plasma free hemoglobin was 37 mg/dl from 5 mg/dl. The patient's ramp study was reported to be unimpressive; the patient's left ventricle was unloading as evidenced by a decrease in size of approximately 1 cm and ultimately sucked down at higher speeds, and the aortic valve was not opening at baseline speed. The patient appeared to have biochemical evidence of hemolysis in conjunction with continued lower grade pump power spikes. The patient's international normalized ratio (inr) was 3.0-3.4. The patient was not on heparin and no symptoms of heart failure were noted. The hospital team was concerned with elevated pump powers and suspected device thrombus. The system controller was exchanged and the pump power elevations reportedly decreased. No additional information was received.

Manufacturer narrative:
Approximate age of device - 58 days. No further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Manufacturer narrative:
The reported power elevations were confirmed through the evaluation of the submitted log file and the log file retrieved from the returned system controller; however, specific causes for these events could not be conclusively determined. Based on the manufacturer's complaint history and similar reported events, the information contained in the log file and the reported elevation in the patient's lactate dehydrogenase levels and hemolysis are potential indicators of pump thrombosis; however, a correlation between the device and the report of suspected pump thrombosis could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support with no further reports of hemolysis. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.